Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Patient's mother called lfs in (B)(6) alleging her daughter's ot ultra meter would only display the date and time when inserting a test strip. The patient was unable to test on the meter because the date and time would appear on the meter and not the apply sample symbol. The issue was unresolved with troubleshooting. The patient's mother stated she was guessing on the insulin dosage to be given to the patient due to the meter not working. Patient did not report any adverse event. The meter has been replaced.